Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received her scs system, including a percutaneous lead, on (B)(6) 2011. It was reported that the pt felt no stimulation, even at the maximum amplitude level. Diagnostic tests exhibited invalid impedance measurements on all lead contacts. An x-ray revealed the lead was fractured. An explant and replacement procedure is planned; however, the surgery date is currently undetermined. No further info is available at this time.